Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the returned fiber identified that the connector had an internal connector fracture due to no light exiting the face and there were burn marks on the face. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The fiber was functionally tested identifying the aiming beam was very weak. The reported failure was not confirmed; the fiber was recognized by the console during analysis. The fiber had 7 previous uses. However, based on analysis results, the interaction between the fractured connector and console led to the burn marks observed on the fiber face. According to the device instructions for use, it instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage and, if the fiber appears damaged, to not use the device; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that during a transurethral laser prostatectomy procedure for benign prostatic hyperplasia, the fiber was connected after confirming there was not any abnormality, then the fiber was unable to be recognized. Due to this, the procedure was completed using another device. There were no patient complications. The analysis of the returned fiber identified an internal connector fracture.